Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information,

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board. Correction: replaced defective component.